Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The system's collimator was replaced. This did not resolve the issue. However, the rep later found that one of the little wires came half loose from the collimator. It was reconnected and it started working. The imaging system passed the system checkout and was found to be fully functional. The collimator was returned to the manufacturer but was under analysis at the time of filing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that upon bootup, the system would not pass the collimator portion. It never cleared the collimator portion. It was noted that an error code ¿622763 tc22¿ appeared. There was no patient present when this issue was observed. A medtronic representative (rep) later reported that the replacement of the collimator did not initially resolve the issue. The rep then found that one of the little wires came half loose from the collimator; it was reconnected and it started working.

Manufacturer narrative:
Additional information: the collimator was returned to the manufacturer for analysis. Analysis found that the collimator passed all tests and is functioning normally. No fault found. If information is provided in the future, a supplemental report will be issued.